Manufacturer narrative:
D10. Concomitants: humeral stem or stemless 3000109. Reverse humeral tray 3201000. Reverse glenosphere 3200138. Reverse glenosphere baseplate 3201501.

Event description:
It was reported via clinical study that the 79 yo female patient experienced an acromial fracture (type 1). The patient was reviewed 15 months after the surgery for severe pain. The x-ray and physical examination suggest acromion stress fracture. Additional information reported that the patient had not been reviewed since (B)(6) 2020. The fracture has probably healed. A prescription for control x-ray was sent today. There was no action taken. The outcome was last known as resolved on (B)(6) 2023.

Manufacturer narrative:
H3: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of acromion surgical fracture cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition and can be a foreseeable side effect of using gps navigation. These devices are used for treatment not diagnosis. H3: device was not evaluated or returned.

Manufacturer narrative:
*The following sections have corrected information: (h6) health effect - clinical code, health effect - impact code, medical device problem code.